Event description:
It was reported there was a dislodgement of rv lead during cardiomems implant. While attempting to access the pulmonary artery the doctor dislodged the ra lead with a wire. The cardiomems sensor was implanted in the right pulmonary artery and calibrated. Patient is in stable condition.